Event description:
It was reported to physio-control that while in use for patient resuscitation, the customer's device locked up during the third analysis of the patient's heart rhyhtm. The paramedic tried twice to push the event button and then tried to restart the device, but he could not get the device to function. There was patient use associated with the reported event. The patient had expired.

Manufacturer narrative:
(B)(4): physio-control evaluated the device, but could not verify the reported failue. Physio-control performed a clinical review of the downloaded electronic patient record. It was observed that the patient's ECG showed asystole and that a defibrillation shock was not indicated based on the patient's ECG. It was concluded that the device use did not contribute to the patient's outcome.physio-control continues to investigate the reported failure and will submit a supplemental report on this event to the FDA as provided by 21 cfr 803.56.

Manufacturer narrative:
Physio-control further evaluated the device and observed from the downloaded device data that an event code had been logged into the device on the reported event data. Physio-control tested the device extensively for two weeks, but no failures could be observed. The event code did not re-occur during testing. Proper device operation was observed through functional and performance testing. A cause of the reported failure could not be determined.